Manufacturer narrative:
One workmate¿ claris¿ system amplifier was received for evaluation. Visual inspection verified the connectors and labels appeared to be free of physical damage. The field reported event was confirmed as the amplifier was unable to power on. Internal inspection verified the power supply unit was non-functional. A known-good power supply unit was externally connected to the motherboard and media converter. Functionality was restored as the amplifier powered on and established communication. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the power supply unit.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the amplifier was not able to power. The power cable, power point, and fuse in the claris were exchanged but the issue did not resolve. The patient was already under anesthesia when the procedure was cancelled. There were no adverse consequences to the patient.